Event description:
The device was returned to the service center with a report from the customer contact of a "error code 18/00/00." This is not a reportable malfunction. No additional information was provided. However, during verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
During testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer contact reported 18/000 service alarm code was duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.